Manufacturer narrative:
(B)(4).

Event description:
Event description: this complaint is from a literature source. It was reported that (B)(6) years-old patient with acute subarachnoid hemorrhage, underwent an enterprise stent-assisted coil embolization, suffered a thrombosis. Title:¿ stent placement in patients with acute subarachnoid haemorrhage: when is it justified?¿ the purpose of this study is to review the safety of using stents in acute subarachnoid haemorrhage. Between 2008 and 2016, 51 stents were placed during 50 stenting procedures in 49 patients with acute subarachnoid haemorrhage. This included 24 patients with saccular aneurysms, 10 with blister aneurysms, 10 dissections and five fusiform aneurysms. Enterprise stent was used in this case. Altogether, 19 enterprise stents were used in 18 cases of this study however catalog and lot number were unknown. Additional information: facility name: (B)(6) hospital, (B)(6). Device type: enterprise stent. Event type (injury, death, malfunction): injury. Serious? (Yes/no): yes. Patient consequence code(s): thrombosis. Interventions: unk . Number of patients per consequence: 01. Event occured < 30 days (yes/ no/ na): unk .